Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was happy with coverage postoperatively and the explanted ipg was kept by medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred two to three weeks before the revision.